Manufacturer narrative:
The broken proximal portion of the catheter was returned with approximately 13.5 cm of the distal tip missing. The separation site had the appearance of the expanded circumferential dilation consistent with bursts that may occur during angiographic injections. Based on the investigation, the catheter appears to have ruptured during angiographic injection when an undetected kink or other obstruction of the catheter was present, which resulted in pressures exceeding the limits of the catheter, making it prone to eventual tensile separation during removal. Catheter separation.

Event description:
It was reported that the distal segment of the catheter broke off and the broken segment remained in the patient. No patient injury reported.